Manufacturer narrative:
Initial reporter occupation: sr. Clinical risk advisor - product quality & safety. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9238952. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in (non-dehp) experienced safety mechanism failure during use. The following information was provided by the initial reporter: material #: 383318 batch #: 9238952. No serious harm was reported. Unfortunately, the device is not available for investigation. Incident or problem information: date of incident (yyyy-mm-dd): (B)(6) 2020. Level of harm: no apparent harm - reached patient/person, inconvenient. Optional report to (B)(6): yes. Incident details: inserted butterfly. Removing needle and it did not catch in the hub. It pulled straight out with no protective cover on it. Then unable to remove end to replace with IV cap. When picked up guide to wire/needle the plastic cover slipped over and clicked into place. Who was affected? Patient. Frequency of problem: first time. Invasive procedure? Yes.